Manufacturer narrative:
The company rep examined the sys and confirmed the problem reported. The I/v pole assembly was replaced. The sys was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause could not be determined conclusively. (B)(4).

Event description:
A customer reported that the equipment's IV pole locked during a procedure. Following a delay of more than 15 minutes, the procedure was completed with an alternate sys and there was no pt impact reported.